Event description:
Pulmonetic systems, inc. Received a call from a representative in 08/2002. The representative reported the following problem: reported the patient was at home lying on the floor, at home nurse was sitting on the couch next to the patient. Nurse noticed the vent was no longer functioning and did not have visual or audible notification. The unit was operating on ac power at the time of the incident. Ac power is the primary power source being used. Patient has been on unit since 06/02. Back up vent was available. No patient harm.